Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 880i synchron access clinical system (full system) was generating left probe obstruction errors and the probe also had a slow drip. The customer also observed and reported that the unicel closed tube aliquotter (ucta) would not home because of the obstruction errors. The leak was contained within the ucta and consisted of approximately 6 ml of wash buffer. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat during this event. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were generated.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 for this event. The fse discovered a defective obstruction detector and replaced it, which resolved the issue. (B)(4).